Event description:
Merit medical preludesync-ez ez-reg radial compression device placed for radial compression after sheath insertion. Two separate bands of same lot numbers placed, with continued bleeding and hematoma development noted. Third radial compression band placed from different lot number; hemostasis achieved. On examination, multiple bands from same lot number noted to have "bullseye" marking located in different spots on the compression balloon, creating inconsistencies with effective band placement. Health effect code: 1888, 1884. Device problem code: 3023. Reference report: mw5172858.